Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The insert was not locked to tibia. Proper impacting was conducted, but it detached from tibia continuously.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:the insert was not locked to tibia. ¿the product was not returned to j&j medtech orthopaedics, however a photo was provided for review. See attachment ¿¿¿ (1).jfif. The photo investigation revealed some slightly deforming on the edges of the attune ps fb insrt sz 5 6mm, most likely cause by the implantation attempts. The photos does not provide enough evidence to confirm the reported allegation. Functionality issues of the device cannot be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was not confirmed as the observed condition of the attune ps fb insrt sz 5 6mm would have not contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review : a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the insert was not locked to tibia. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the tab of the locking mechanism was found bent. Additionally, one of the posterior grooves that are designed to slide into the locking feature of the mating tibial tray was also found deformed and delaminated. The observed damage can be consistent with a component failure caused by excessive forces applied over material, like assembling the device in an off-axis position during surgical process. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. As per attune¿ revision knee system fixed bearing surgical technique rev. D, on page 213, the next steps need to be follow for a proper implantation of the attune ps/cr insert with the revision fixed bearing tibial base: "angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position the impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor". A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since mating device was not returned for evaluation. However, based on the observed damage it is reasonable to conclude that the device was difficult to assembled. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 5 6mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.